Manufacturer narrative:
Product complaint #: (B)(4). Additional evaluation summary: the actual sample was received for evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was predominantly composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/29/2019. A used needle-suture piece of product code sxpp1a406 was returned for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected; however, the tip was observed broken. Also, marks on the tip and body of the needle appears to be by use of a surgical instrument were found. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, the assignable cause is breakage needle. The assignable cause of the needle breakage cannot be concluded, and an additional evaluation is necessary. Additional information was requested and the following was obtained: did the needle/needle piece fall into patient? Yes if yes, was it removed? Yes and how?unk any patient consequences/ae outcome as a result of the event report? No any medical/surgical intervention done or planned at later date? Unk patient current condition?stable.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle/needle piece fall into patient? If yes, was it removed? And how? Any patient consequences/ae outcome as a result of the event report? Any medical/surgical intervention done or planned at later date? Patient current condition?

Event description:
It was reported that the patient underwent laparoscopic hysteromyomectomy on (B)(6) 2018 and barbed suture was used. It was reported that needle broke during sewing. The procedure was completed with a like device. There were no adverse patient consequences reported.